Event description:
Same event as MFR event #: 3005188751-2011-00157, 00158, 00159. It was reported there was a pericardial effusion requiring intervention during an atrial fibrillation procedure. The physician performed a transseptal puncture with the brk needle guided by a swartz sl-1 introducer. An afocus ii spiral catheter and an non-sjm ablation catheter were then inserted into the left atrium and the physician was performing circumferential ablations of the pulmonary veins when it was noted that patient's blood pressure decreased. An echocardiogram noted a pericardial effusion. A few hours after the effusion was noted the physician performed a pericardiocentesis because the effusion had increased. The patient was transferred to the cardiology surgeon division. Additional information was requested but was not available.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record was not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.